Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. One 10 fr cap and adaptor hub was returned for evaluation. Inspection revealed the cap and adaptor hub have separated from the catheter tubing. The tubing was not returned. A luer locking section of the hub has not been secured and partially separated. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, it is feasible to suggest the device malfunction is related to user handling/ technique. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
When the dm was at the facility regarding (B)(4), it was mentioned that a patient had come in and handed them the g-tube adaptor where it had fallen off. They replaced the adaptor and no harm was done to the patient. It was concluded by the facility that the device might have been mishandled by the patient, causing the adaptor to fall off. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.